Manufacturer narrative:
D4: updated. D9 - date returned to MFR: 21-may-2026. H3, h5 and h6 codes: updated. The suspect pump was returned for evaluation. The event history log could not be downloaded as the device failed to boot. No service history was found within the past 12 months. Visual inspection revealed no additional damage or anomalies. Functional testing was performed and displaying error code 45169 (system fault) and the reported event was duplicated. The probable cause of the issue was identified as significant fluid ingress on the main board.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had a error code alarmed-45169 and black lcd defective alarmed. It occurred during self test. There was no patient involvement and harm.